Event description:
Reporter called to report a product issue with a drive hospital bed. He stated he was reporting on behalf of his wife who was using the bed and that the bed could lower, but could not raise back up. He was going to contact the supplier for further help to get the bed fixed or replaced.